Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2021. During preparation, it was noted that the polaris ultra ureteral stent was fractured. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent shaft broken, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the shaft detached, suture hole torn. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It was found that the device has the shaft detached separate and the suture hole torn. According to the evidence, it is possible that operational factors, interaction of the device with the suture string such as entanglement, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently, affect the performance of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure, since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.